Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive standard peg kit pull method used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when pulling the peg tube through the incision site, it was stuck in the incision and it rolled backwards. It was difficult to use however the procedure was still completed with this device. There were no patient complications reported due to this event.